Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
The consumer reported that she fell and hit her back and tailbone, and now both legs are hurting and keeping her awake at night. The patient stated nothing stops the pain. The patient stated she was having pain and had tried to go without the stimulation since 2013. The patient stated the original left leg pain started in 2005 and had been getting worse. The stimulation issue was not related to positional movement. There had been no recent medical tests or environmental exposure. The patient was to follow-up with the health care provider (hcp). Medical history includes degenerative disc disease. If additional information is received, a supplemental report will be submitted.